Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device fired automatically while priming the stylet. An x-ray showed that the cannula tangs were unable to fully lock into place with the device housing, and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, this investigation is confirmed for the identified self-activation and cannula failure to prime. However, as functional testing could not be completed, the investigation will remain inconclusive for the alleged stylet priming issues. It is likely that the two bent bumpers contributed to the poor cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: jan / 2021 the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a biopsy instrument was allegedly unable to be primed. There was no reported patient injury.